Event description:
In 2009, the pt reported the cartridge plunger remained attached to the piston rod of his insulin infusion device four days prior. He said, he inserted a new cartridge on top of the plunger that was already attached. As a result, he said he had elevated blood glucose readings of 298 mg/dl with his target range being around 120 mg/dl. He had no symptoms and corrected his reading by injecting 8 units of insulin. He stated he was able to detach the plunger from the piston rod but in the process spilled about 10 units of insulin into the cartridge chamber. He stated, his doctor dried out the cartridge chamber and it is now completely dry. The pt was educated on how to properly removed the cartridge. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.